Event description:
A customer contacted beckman coulter inc. (Bci) to report a difference in glucose modular duplicate results on the unicel dxc 800 pro synchron chemistry analyzer units. The customer runs glum patients in duplicate on the instrument and they are not matching. Results were not reported out of laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Previous qc results were inconsistent. Level 1, 2, and 3 data points ranged from -3sd to +2sd. The unit maintenance is current. A bci field service engineer (fse) was dispatched and per fse's assessment the root cause appears to be instrument cover not properly placed. Upon properly placing the covers, duplicate results were matching. Qc performance was within established ranges. Although instrument cover may contribute to the event, a clear root cause cannot be determined.